Event description:
Manufacturer was informed of an intraoperative explant of a perceval plus valve, pvf-l, that occurred on (B)(6) 2025. As reported, there was pvl at the non-coronary sinus, and there was no impact to patient. Based on the information received, the valve was explanted through full sternotomy. Annulus size was around 24 mm. About 60 minutes was added to the procedure. Patient was stable through the procedure. Reportedly, perceval valve was explanted and inspiris was implanted instead. Based on the medical judgment received, there could be a malpositioning or the valve may have dislodged during ballooning.